Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer would not boot up and the screen was black. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the hard drive needed to be replaced. Software was then reloaded and the programmer was tested and passed to manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.